Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was in backup mode as a result of excessive hv charging/delivery. Most of the shocks were in the vf zone. The physician concluded that the shocks must have been delivered for af. The device was explanted. There was no adverse consequence to the patient as a result of this event. The patient's condition was stable.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to frequent reset requests. The device was tested on the bench and no anomaly was detected. The cause of the bvvi was excessive hv charging.